Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the pace/sense portion of the rv could not be removed from the device header. The physician broke the header of the device to remove the lead. Device was explanted and replaced.